Event description:
The pt had used another manufacturer's catheter until the age of two. Mrsa infection had occurred via subcutaneous tunnel when the pt had the catheter. On (B)(6) 2013, the cook single lumen tpn catheter was inserted from the right internal jugular vein and the catheter tip was placed in the superior vena cava to be used for administration of high-calorie infusion. Subcutaneous tunnel was created as well. On (B)(6) 2013, a symptom such as callosity in the implanted area on the skin was confirmed. Therefore, the deice was removed from the pt on (B)(6) 2013. Number (1820334-2013-00479). On (B)(6) 2013, another tpn device was implanted with removing a cuff since infection disease was suspected to be related to the cuff. Approaching point was the left internal jugular vein this time due to a treatment of the infection with the previous device and avoiding recurrence of the same infection. However, the same symptom occurred on (B)(6) 2013. The device was removed from the pt on unk date. Number (1820334-2013-00494). On unk date, another manufacturer's catheter which did not need creation of subcutaneous tunnel was implanted instead since infection via subcutaneous tunnel seemed to be highly possible. There have been no adverse effects to the pt and the pt received.

Manufacturer narrative:
Event evaluation: still under investigation.